Event description:
It was reported to philips that the system's live monitor signal failed. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor did not work after start up device. Upon troubleshooting, fse found ethercat socket of minidp display tp-x34 rust seriously and the minidp adapter have problem. Fse cleaned the minidp adapter and plugged it in. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.